Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer's most current level was 144mg/dl. The customer states their levels had gone as high as 600mg/dl before. The customer states they treated with bolus. The customer mentioned battery cap is cracked and chipped off. Troubleshoot was conducted. The customer declined to conduct high pressure test at this time due to having to change site. The customer will call back at a later time to complete troubleshoot. The customer is being sent replacement battery cap.